Event description:
It was reported that the external pulse generator shut off while in use on a patient. It was further reported that the generator shut off even after a new battery was inserted and that the "low battery" light kept flashing. It was further noted that in later testing the biomedical engineer noted that after running for 36 hours the generator shut off by itself again. The generator was returned for service. Follow-up verified that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis performed during service and repair of the device could not confirm the reported event. It was noted that the lower case was broken, the main printed circuit board (pcb) was out of electrical specification, the ring bail was bent and the serial number label was torn. Further analysis was performed on the main pcb. This analysis could not reproduce the reported failure or the failure seen during repair of the device. (B)(4).

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.